Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized due to another indication. The patient was treated with vancomycin injection (1gm, every 5th day, discontinued) and ceftazidime injection (1gm, once daily, discontinued) for peritonitis. Pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis (hd, thrice a week). At the time of this report, the patient remained hospitalized due to hd however, the patient has recovered from the peritonitis event. No additional information is available.